Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the monopolar curved scissors (mcs) tip cover accessory could not be removed. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the monopolar curved scissors (mcs) tip cover accessory could not be removed, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mcs tip cover accessory was analyzed and found to have tearing at the mouth. This failure is not related to the customer reported complaint. The tears were axially aligned with the mcs tip cover accessory and measured approximately 0.198¿ in length. There were no signs of thermal damage present at the end of any tears.